Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was potential right atrial (ra) lead oversensing or undersensing observed based on electrogram. The ra lead remained in use. Approximately three weeks later it was reported that the patient expired due to causes unrelated to the pacing system, cerebral hemorrhage from an accident. There is no identifiable connection or reasonable suggestion alleging the lead caused or contributed to the death or was otherwise associated with the death outcome.